Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) and a keyboard were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was conducted and no anomalies were observed. The gui pcb and keyboard were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui (graphical user interface) printed circuit board (pcb) to address the issue. The unit passed all testing and operated within the manufacturing specifications.